Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient was not receiving relief from ipg using burst. She ran the stim on tonic for 3 days and reported times when it was not working at all and other times when she could feel some stimulation but not at the level at which it had been set. Impedances are all ok and device appeared to be functioning correctly. Patient underwent explant of ipg.